Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and the transvenous defibrillation lead system was oversensing. An invasive procedure was scheduled to locate the source of the problem.